Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high capture threshold and a sensing anomaly were observed. The lead was not implanted and was replaced. The procedure was successfully completed. The patient condition was good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.